Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that while the surgeon was fixing the other side of the jaw, the plate allowed the screw head to pass through to the opposite side of the plate. The surgeon changed to a new plate and re-fixed the fracture site.

Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a bilateral saggital split osteotomy (bsso) procedure on (B)(6) 2017, the bsso 4-hole plate detached on the left side of the mandible while the screws were still intact in the bone. Issue occurred when plating for the right side of the mandible was ongoing. Procedure was delayed approximately two (2) hours, but was completed successfully with no consequence to patient. Concomitant devices reported: screw (part number unknown, lot number unknown, quantity unknown) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.511.421, lot# l336750. Manufacturing location: (B)(4), release to warehouse date: mar 17, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The received matrix sagittal split plate is intact but has been pre-shaped, nothing is broken off but there are various damages. Especially all four screw holes, which are reason of the complaint, visibly were deformed and damaged. Also, there are plier¿s marks on the surface, which were caused during the intraoperative pre-shaping. Due to the existing damage, the dimensions relevant to the complaint can no longer be checked for technical target drawing information. The anodized color has disappeared in the damaged area what indicates that the damage occurred post manufacturing. All four screw bores were widened and deformed during use. The two outer screw holes have even deep marks caused while misaligned drilling. The DHR review shows that the production procedure was according to the specifications at the manufacturing time in march 2017 and there were no issues that would contribute to this complaint condition. We are not aware of any other similar complaints. A final manufacturing conclusion cannot be presented due to the condition of the product. Visually, there appears to be no problem other than the damage caused by mechanical overload during the surgery. No manufacturing related issue was identified and/or confirmed, hence no corrective action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.